Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained to the home patient (hp) and assisted with troubleshooting. The tsr then assisted to retrieve cassette and disconnect the hp from the hc machine. The tsr further advised the hp to notify the peritoneal dialysis (pd) of the alarm and that she was connected at time of alarm. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp on (B)(6) 2010 regarding the alarm, it was revealed that the alarm had occurred because the hp had accidentally left the clamps on the drain line open. Per hp, the issue was resolved, and she has resumed therapy without issues. The hp stated that she did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted when the sample is received and evaluated.

Manufacturer narrative:
(B)(4). One set with drain extension attached in reference to alarm situation was received. Set was visually inspected with solution noted in set. Set was placed on the homechoice machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. This complaint for a system error (se) 2240 (air in set) could not be confirmed in the lab; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp revealed that the alarm had occurred, because the hp had accidently left the clamps on the drain line open. A batch review was conducted on the potentially associated lot (h10c04061) and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).